Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. Product ID: 8781, serial/lot #: (B)(4), ubd: 06-dec-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving morphine 25mg/ml at 0.152mg/day, dropridol 750mcg/ml at 4.57mcg/day, clonidine 750mcg/ml at 4.57mcg/day, and baclofen 10mcg/ml at 0.061mcg/day via an implantable pump. On (B)(6) 2020 a catheter tip granuloma was reported. The patient experienced right leg paralysis and per the patient the physician¿s initially thought was a spinal/epidural abscess. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was an MRI was performed on (B)(6) 2020. The actions and interventions taken to resolve the issue was the catheter was partially explanted. Per the or (operating room) staff, they trimmed 11.5cm from the spinal portion of the catheter and the catheter had a granuloma at the tip. The rest of the catheter remained implanted as well as the pump. The pump was decreased to minimum rate. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.